Manufacturer narrative:
The complaint is confirmed on the sample returned for analysis. An examination of the returned catheter verified that the extension lead tubing for the distal and proximal lumen were incorrectly placed during the molding operation. This is a manufacturing oversight. Workorder review verified that the lot passed inprocess inspection and qa inspection and tests.

Event description:
No blood pressure wave form could be obtained when the catheter was inserted. Upon removal, the prox and distal lumens were observed to have been assembled backwards. No pt ill effects were sustained.